Manufacturer narrative:
A product development evaluation was completed: the 11.0mm/8.0mm protection sleeve 188mm (03.025.040) was received at the investigation site. After receiving the parts, the improper fit described in the complaint description was tested and verified. Visual inspection reveals scoring on the back of the sleeve. Additionally, the main shaft diameter of the part was measured and appears to be outside of the tolerance zone defined on the drawing. The complaint indicates that the sleeve would not fit in the appropriate hole in the aiming arm. After measurement, it was determined that the sleeve is larger in diameter than the aiming arm hole. The parts will not fit together per their intended use. The scoring along the back of the sleeve could have occurred before or after the complaint event, but is not the cause of the inadequate fit. The sleeve does not fit into the aiming arm in areas where the sleeve is not damaged. This complaint investigation revealed no product design issues or discrepancies that may have contributed to the complaint condition. A manufacturing evaluation will be conducted to confirm that the parts dimensions are inadequate for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) protect sleeve 11/8 l188 (part 03.025.040) was received for manufacturing investigation. The device is in a used condition with visible signs of nicks and dents. During manufacturing investigation, all of the relevant and significant characteristics (such as dimensions) were checked against specifications. The outer diameter (ø10.98 0/-0.02mm) was measured and found to be out of specification by ø11.07 mm. All other checked characteristics are within the specifications. The production failure of outer diameter (ø10.98 0/-0.02mm) is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary (im) nailing procedure a protection sleeve would fit through an aiming arm. There was a five (5) minute delay as a result of this interruption. The surgery was completed successfully without further issue and no ill effects were suffered by the patient. This is report 1 of 1 for (B)(4).